Manufacturer narrative:
Initial reporter zip code and telephone number: (B)(6). (B)(4).

Event description:
Thread damaged during acl reconstruction, when the surgeon inserted the screw the screw got stuck. All loose debris was removed from the patient.

Manufacturer narrative:
Photographic evidence identified a length of the screws thread broken. Clinical details provided further confirmed that the patient had hard bone and that a 6mm tap was utilized to prep the site for an 8mm screw. In cases where hard bone is encountered, it is recommended that a tap 1mm larger than the screw size be used. Root cause of the reported failure mode is identified to be incorrect site preparation.